Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that the doctor informed us about a bleeding of the staple line during a lap bypass procedure. There were a couple of malformed staples. The bleeding was controlled by coagulation and was 50cc. No transfusion was required. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. D4: batch # u5cv0r. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows tissue that was noted between the jaws, no malformed staples could be appreciated, additionally a small bleeding is noted between the tissue . Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: , the analysis found that one psee60a device was returned with no apparent damage and with six reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the hemostasis controllable and malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.